Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that approx one year after implantation of a vena cava filter; two scheduled attempts to remove a filter were unsuccessfully, the filter was retrieved successfully on the third attempt. The filter was reported to be tilted with the apex embedded in the ivc wall and two detached legs embedded in the ivc wall. There was no attempt to remove the two detached legs in the ivc. The pt was reported to be asymptomatic and without injury.